Event description:
The following has been reported: tested unit and had to replace the upstream pressure sensor reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.